Event description:
Integra received a shipment of the explanted devices to quality assurance. The distal implant appeared to be fractured. (See MFR report#: 1651501-2012-00020). The proximal implant was also explanted at the same time. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.